Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent percutaneous laminectomy and extension of fusion at l4-s1. During surgery, screwdriver broke at the tip while being over torqued while implanting a screw into the s1 pedicle. Tip of driver remained in the tulip of the screw, inside the patient. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.